Manufacturer narrative:
No sample was returned for eval. Balloon integrity is confirmed on each mic-key low profile gastrostomy feeding tube prior to packaging and sterilization. This complaint will be placed into our complaint trending system.

Event description:
On 06/13/2007, integra lifesciences forwarded a MDR report on a ballard medical product from user facility that was incorrectly submitted to them. MDR stated that a mickey gastrostomy tube balloon (placed 2007) deflated, tube came out. Physician unable to replace tube in vascular radiology, so pt was taken to the surgery for tube replacement. Reporter at user facility was contacted for additional info. She confirmed that the child was now out of the hospital and doing well. The tube was not tested in a lab but in-house with air in the balloon that proved it was leaking. The doctor had 3 possible scenarios regarding the incident: the tube was pulled out, there had been manipulation and/or tube was received defective. Kimberly-clark has no first hand knowledge of the allegations but is relaying the info received from outside sources pursuant to federal regulations.